Event description:
During delivery using a 6f bulking sheath, the omnilink 35 stent was advanced through the previously placed omnilink and was observed to becoming off the balloon onto the shaft. The physician was able to get the stent back onto the balloon. Upon removing the device through the previously placed stent, the omnilink stent began to dislodge again and the physician deployed the stent inside the previously placed stent. The flow was fine and there was no injury or effect to the patient.